Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump has not been delivering insulin as intended. Reportedly, customer was instructed to go to the emergency department (ed) several times due to high blood glucose (bg) levels caused by the lack of insulin, though no further information was provided regarding these events. Customer's bg was approximately 300 mg/dl . Reportedly, customer continued to use the pump for insulin therapy.